Event description:
Additional information reported that the patient continued to feel significant pain at the pocket site as well as to the left shoulder and neck which affected their quality of life. Consequently, the physician decided to explant the device. This right ventricular (rv) lead was explanted as well and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after three missed months of device follow-up, the patient presented redness near the incision site on recent patient follow-up. The physician believed that the symptoms were related to the procedure. The patient also felt pain on the site, fever, and chills. Blood work was done and medication was prescribed for pain. The patient was set for next follow-up visit. Attempts to obtain additional information were made but were unsuccessful. All available information suggest the lead remains implanted and is in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).